Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, he was hospitalized for diabetic ketoacidosis due to high blood glucose level. Customer stated when he arrived at the emergency room his blood glucose was 190 mg/dl. He was also hospitalized on (B)(6) 2015. Customer requested call back. Customer responded on the second call back attempt on (B)(6) 2015. Customer's symptoms related to the vomiting, nausea, and stomach pain which was due to vomiting. Customer stated he has gastroparesis and he couldn't take his medications due to the vomiting and his blood pressure was high as well. He used the device to treat for his blood glucose, which was lowering. It was unknown what may have caused the high. Every three months he has to go the emergency room due to his gastroparesis. He was released and was treated with three IV bas and gave him zofran to help his stomach. Customer declined troubleshooting. The device is not returning for analysis.